Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. As a result, no capture or sensing was observed. An invasive revision procedure was performed and the lead was successfully explanted and replaced. No adverse patient effects were reported as a result of the procedure.